Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The perfusionist reported that while attempting to switch the pt from the pt cable to battery for transport to ICU, when the black power lead of the system controller was disconnected, the pump stopped and the perfusionist was not able to restart it. The system controller was exchanged with the pt's backup system controller and the pump started immediately. The pt remains ongoing with no further issues.